Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side "pain, swelling and diagnosed with capsular contracture baker grade unknown". The device remains implanted.

Event description:
Additionally, it was reported that the patient experienced ¿radial folds and minimal amount of adjacent fluid, notably on the left findings that may be related to capsular contracture" as well as "stinging and numbness in the regions of the left sciatic nerve innervation, headache in the regions of the right and left orbitals and sometimes pulsating pain in the same region, discomfort in the region of the right temporomandibular joint and in the region between the first cervical vertebrae and occipital base, burning sensation, heartburn, bad digestion, reflux, and evacuation difficulties, reported feeling colic in the pelvic region". It was determined that the events of pain, headache, and other varied injuries are not device related.

Manufacturer narrative:
Continued: health effect impact code 4: f2203. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.